Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant for a transcatheter aortic valve implantation. The patient's aortic annulus diameter was 20.7 mm, the aortic area was 313.7 mm^2, and the aortic perimeter was 63.8 mm. Initially, a 23mm valve was proposed, but it was the physician's decision to use the 25mm valve instead. The patient's status prior to the procedure was stable. During procedure, the 25mm navitor valve was successfully implanted using a small flexnav delivery system, and the patient remained stable during and after the procedure. A post-implant balloon aortic valvuloplasty was not performed. There was no clinically significant delay or adverse effects during the procedure. A few hours after procedure, the patient developed chest pain. An echocardiogram and computerized tomography (CT) scan confirmed that the patient had developed an aortic dissection post implant. On (B)(6) 2022, the patient died due to aortic dissection. The cause of the aortic dissection was unknown. The implanter reported that the patient's death was likely related to the procedure and the patient's comorbidities. Clinical information: crd_1003 - vantage ide study, patient site ID: au1478 - 47.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain, aortic dissection post implant and patient death due to aortic dissection was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant for a transcatheter aortic valve implantation. The patient's aortic annulus diameter was 20.7 mm, the aortic area was 313.7 mm^2, and the aortic perimeter was 63.8 mm. Initially, a 23mm valve was proposed, but it was the physician's decision to use the 25mm valve instead. The patient's status prior to the procedure was stable. During procedure, the 25mm navitor valve was successfully implanted using a small flexnav delivery system, and the patient remained stable during and after the procedure. A post-implant balloon aortic valvuloplasty was not performed. There was no clinically significant delay or adverse effects during the procedure. A few hours after procedure, the patient developed chest pain. An echocardiogram and computerized tomography (CT) scan confirmed that the patient had developed an aortic dissection post implant. On (B)(6) 2022, the patient died due to aortic dissection. The cause of the aortic dissection was unknown. The implanter reported that the patient's death was likely related to the procedure and the patient's comorbidities.